Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, difficult/unable to operate & npi needle point blunt) was captured and addressed. No samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen ndl 32 g 4 mm pro 14 bag 700 case jpx experienced 15 cases of difficult operation or not working/functioning during use. The following information was provided by the initial reporter: the patient felt like the needle got caught by something and it was difficult to insert the needle.